Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added that this malfunction occurred during user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the half height drawer 5-1 not on storage space configuration and latch sensor out of position. The field service engineer reseated sensor and replaced retractor band, controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.